Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became stuck down and stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer entered in too many carbohydrates into the pump and delivered a meal bolus. Customer's blood glucose level dropped to 74 mg/dl. Customer consumed food to address blood glucose levels.

Manufacturer narrative:
Bolus issue- no failure identified